Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this programmer made a loud popping sound and started smoking. The programmer was returned. No patient involvement was reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the programmer was confirmed. Visual analysis was done and noted normal wear and tear. The programmer would not power up. During inspection process after the dis-assembling the programmer, the power supply had no output. Analysis was continued and found that the strip chart recorder (scr) became erratic at high print speeds. The internal circuitry was removed and replaced. No other boards required repairs or updates. The programmer was replaced and passed all required testing.

Event description:
It was reported that this programmer made a loud popping sound and started smoking. The programmer was returned. No patient involvement was reported.